Manufacturer narrative:
Received one iag package from lot number 8082892. The contents within the package were intact. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of package damaged-defective-other with lot #8082892 item #381012. DHR review was carried out. A total amount of 475,000 units were manufactured on afa line 10 with from (B)(6) 2018 through (B)(6) 2018. The lot was packaged on pkg line 9 from (B)(6) 2018 through (B)(6) 2018. All challenge, set up and in process samples were performed and passed per specifications. No qn¿s were initiated during production. Although the failure experience was confirmed with the received unit, a definite source that caused the damage (hole) on the top web could not be determined. It is not known if it was caused by the manufacturing process, during transit/handling or at the user setting. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that before use of the bd insyte autoguard bc shielded IV catheter the package had a hole in it. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the package had a hole in it. There was no report of exposure, serious injury or medical intervention.